Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the eval once it is completed. Explanation of method code: the actual device involved was returned and is currently in transit to the investigation site.

Event description:
A report was received that alleges the pilot balloon detached from the tracheostomy tube after three days in situ. An emergent exchange of the tracheostomy tube was required. No incident related medical sequela was reported.